Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump buttons less responsive. Customer's blood glucose level was unknown. Customer states backlight working properly. Customer states sometimes insulin pump buttons had to press twice. Customer also reports reservoir was loose. Customer states insulin pump louder during rewind. The insulin pump will not be returned for analysis.